Event description:
Alif - taken from medical record "the hardware mfg by wright medical & the company rep was present. Pedicle screw removal was attempted. It was noted that the friction mechanism was loose & there was no way to tighten it. The wright rep inform physician that there was no way to remove pedicle screws because of failure of friction lock mechanism.